Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 1.2, 3.2, and 4 were experiencing intermittent cubie detection failures and random ejections. A field service engineer verified the malfunction using the hardware test application (hta), powered down the station, and reseated drawers 1.1 through 4 row board cables to resolve. After restarting the device and logging back into the hta, all cubies were functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the main drawer 1.2 pocket b6 was unable to recover and perform inventory count on drawer 3.2. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.